Event description:
The report indicated that the pump's battery life was depleting rapidly, requiring more frequent charging than when initially obtained. There was no reported impact to the customer's blood glucose level. The customer declined further assistance or inquiry, including troubleshooting or follow-up, and as the pump was out of warranty, it could not be repaired or replaced.